Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary for (B)(4): no anomalies found.

Event description:
It was reported that there were sensing difficulties with the implantable cardiac defibrillator (ICD). Also noted was undersensing on the right ventricular (rv) lead and suspected that the lead was "failing." The physician elected to explant and replaced the ICD. The rv lead was capped and replaced. No patient complications were reported as a result of this event.